Event description:
It was reported that prior to an oral procedure, the handpiece heated up and the bur guard melted. There was no pt involvement.

Manufacturer narrative:
The bur guard was not returned to the manufacturer for an investigation. However, based on the quality inspection of the returned handpiece, the bur guard melting was most likely caused by higher temperatures due to corrosion found within the handpiece. The handpiece was repaired and returned to the customer along with a new bur guard.